Event description:
This 39 year old female had bilateral augmentation mammoplasties doen in 1981. The manufacturer is unknown to this reporting facility. A january 1991 mammogram suggested the saline portion of the left implant was ruptured and the right implant was intact. Findings: double-lumen implant; the left one had both saline and silicone deflated bags. The right implant was intact. Both capsules revealed foreign body granulomatous reaction and fibrosis on microscopic examinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.